Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accutrac 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. According to the complainant, during the procedure, the ball tip of the laser fiber fell off upon sliding it through the scope. They were not able to find and retrieve the tip. The physician decided to use the fiber as he would a straight fire fiber and also noted that during the procedure the fiber was fired, then removed from the scope and cleaved before being reintroduced and used again. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber tip detached. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.